Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during visual inspection, there was no damage. In test and functionality check performed several times. The psi value fluctuates too much in an arctic sun device. Per review of wo on 23sep2025, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed fdl. During evaluation, it was confirmed that the device psi fluctuated a lot. Fluid delivery line was replaced. New calibration, fdl test, mtk and est (stk) were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. No additional actions are needed. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during visual inspection, there was no damage. In test and functionality check performed several times. The psi value fluctuates too much in an arctic sun device. Per review of wo on 23sep2025, there was no patient involvement.

Event description:
It was reported that the during visual inspection, there was no damage. In test and functionality check performed several times. The psi value fluctuates too much in an arctic sun device. Per review of wo on 23sep2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. Initial reporter phone: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.